Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that after getting insulin pump programmed at hospital, meter was sending blood glucose to insulin pump. Caller reported that customer's blood glucose was 400 mg/dl which were treated with insulin pump. Caller reported that customer was off of insulin pump but did not clarify for how long.